Event description:
It was reported that the lead was explanted and replaced due to oversensing and high impedance of 2800 ohms. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was explanted and replaced due to oversensing and high impedance of 2800 ohms. No patient complications have been reported as a result of this event. Further information from an attorney alleges patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. Attorney also alleges the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed. It was reported that the lead was explanted and replaced due to oversensing and high impedance of 2800 ohms. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications no conclusion can be drawn impedance, high oversensing.